Event description:
It is reported that as the surgeon was receiving the implant from the scrub nurse, a piece of the fiber metal mesh at the equator of the cup pierced the surgeon's double gloves and pricked his finger, drawing blood. The surgeon was not injured, but had to re-glove, scrub his hands again, re-glove and implant another cup.

Manufacturer narrative:
This report will be amended when our investigation is complete.